Event description:
It was reported that during total right primary hip surgery, bone screw depth gauge broke in half.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Device not returned per hospital policy a review of the device history records could not be performed because the device associated with this event was not returned nor was a valid lot code provided. A review of the complaint databases could not be performed because the device associated with this event was not returned nor was a valid lot code provided. Visual, dimensional and functional analysis could not be performed as the device was not returned. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that during total right primary hip surgery, bone screw depth gauge broke in half.